Event description:
The type of this complaint is residue of a part of instrument. Tka for oa took place on (B)(6) by using attune. After the surgery, the surgeon found something like a metal piece inside the patient¿s body by x-ray photos and it turned out to be a ring of the shim. Right after the surgery, the surgeon conducted the operation again and removed it. The surgery was complete with a sixty-minute delay. The patient is now under observation.

Manufacturer narrative:
Additional narrative: the investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal from the larger post of the trial. Per the initial report, a post-operative x-ray identified the balseal remained within the joint space, to which the surgeon re-operated to remove the balseal from the patient. In response to a previous complaint of similar nature, (B)(4) was conducted. The result of this meeting was to elevate to qrb, where harms and occurrence values were re-evaluated and confirmed. Subsequently, CAPA-(B)(4) was initiated to conduct field training. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing, which is not a described method within the surgical technique. Per surgical technique 0612-10-512 rev. 1 (page 53), "do not insert tibial trial extractor between the shim and the articulation surface to prevent damage to the connection feature." Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
This complaint remains in investigation. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.